Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported that the device was leaking. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other text: a customer response was with the complaint.

Event description:
Additional information was received via email 19-sep-2022. No patient was involved.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked front panel, 4 small knobs, and bottom housing. The input manifold assembly shifts on the bottom chassis and rattling is heard internally. Damaged relief valve assembly, broken tie wrap on the split butterfly valve (sbv), all the nuts on the front panel were missing, and a loose manometer cover. Functional testing found leaking. The root cause of the reported issue was found to be impact to the device. Damaged function switch and torn silicone tubing. Replaced function switch and silicone tubing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).